Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus),/migration of essure device location of device: uterus') and pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis of lumbar spine on (B)(6) 2017, gastric bypass in may 2015, perineal pain and perineal pain. Concurrent conditions included acid reflux (oesophageal) since 2005, asthma since 1998, morbid obesity and seasonal allergy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from july 2014 to august 2014 for contraception as well as famotidine, omeprazole and salbutamol (albuterol) since 1998. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In april 2015, the patient experienced fatigue ("fatigue"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal bleeding during menstruation"), dyspareunia ("painful intercourse"), menorrhagia ("excessive bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), arthralgia ("joint pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and robotic-total laproscopic hysterectomy,bilateral salpingectomy,uterosacral ligamentsuspension). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, menstrual disorder, dyspareunia, vaginal discharge, loss of libido, arthralgia and adenomyosis outcome was unknown and the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, adenomyosis, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, loss of libido, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on an unknown date: result- total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus),/migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis of lumbar spine on (B)(6) 2017, gastric bypass in (B)(6) 2015, perineal pain and perineal pain. Concurrent conditions included acid reflux (oesophageal) since 2005, asthma since 1998, morbid obesity and seasonal allergy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) (B)(6) 2014 for contraception as well as famotidine, omeprazole and salbutamol (albuterol) since 1998. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain") and back pain ("low back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal bleeding during menstruation"), dyspareunia ("painful intercourse"), menorrhagia ("excessive bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), arthralgia ("joint pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and robotic-total laparoscopic hysterectomy,bilateral salpingectomy,uterosacral ligament suspension). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, menstrual disorder, dyspareunia, vaginal discharge, loss of libido, arthralgia and adenomyosis outcome was unknown and the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, adenomyosis, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, loss of libido, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on an unknown date: result- total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received : reporter's information was added. Patient's demographics were added. Lot number was added. Added event perforation (fallopian tube), perforation (uterus)/migration of essure device location of device: uterus, abnormal bleeding (vaginal), fatigue, pain, perforation (fallopian tube), perforation (uterus), adenomyosis. Medical history,historical condition,concomitant drug,concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.